Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: customer is complaining a defective tip of the instrument. No surgical delay, no adverse patient consequences reported. The tip of the 230795000 dx alignment aid glenosphere broke at the front. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the tip of the glenosphere orientation guide has cracked. The potential cause can be attributed to unintended use error by either use of excessive force in a prying motion which overload the material; or by using the guide in a misaligned position. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere orientation guide would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4) 2) date of manufacture: 4/20/2023 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: w90966. Device history review: a manufacturing record evaluation was performed for the finished device product code: 230795000 lot number: 5532482, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: h4 corrected: d2a, d2b, g4 [PMA/ 510(k)], h3.

Event description:
It was reported that the tip of the dx alignment aid glenosphere broke at the front. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot). Corrected: d4 (primary UDI #), h8. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.